Event description:
The customer reported that they are seeing incorrect ECG readings on their central nurse's station (cns).

Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer at (B)(6) hospital reported the following issue with pu-621ra; sn (B)(6), from patient monitoring: incorrect ECG readings on their cns. They also reported that a patient is being monitored through a tele pack, and that on the tele pack they are seeing readings of 65hr, while on the cns they are getting 135 hr. Investigation summary: the root cause of the issue was determined to be incorrect leads being monitored on the cns. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the issue was caused due to user error and not nk device malfunction.

Manufacturer narrative:
The customer reported that they are seeing incorrect ECG readings on their central nurse's station (cns). They also reported that a patient is being monitored through a tele pack, and that on the tele pack they are seeing readings of 65hr, while on the cns they are getting 135 hr. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4).

Event description:
The customer reported that they are seeing incorrect ECG readings on their central nurse's station (cns).